Event description:
The user facility reported a scope leakage. There was no report of patient or user harm due to the event. The olympus field service engineer inspected the device and found the elevator channel was leaking. The suspect device was returned to the olympus service center for further inspection and repair. Upon inspection and testing of the device, foreign material was observed in the forceps elevator. This report is being submitted for the reportable malfunction (foreign material) found during the device evaluation. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
The device evaluation also found the forceps elevator assembly was damaged and the seal was loose. The scope image was out of focus due to a damaged charge-coupled device (ccd) unit. The angulation knob was out of specification due to the deformation of the bending tube. The bending angulation in all directions was out of specification due to wear of the angle wire. The connection tube coating was peeling, and there was a gap of adhesive in the bending cover on the insertion section of the scope. The objective lens and adhesive around the light guide lens were discolored, the control body cover was dirty, and the scope connector was scratched. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Corrected filed is d9 and updated field are h6, h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, we considered that reprocessing steps recommended in IFU were not performed completely due to leak of the device, which made foreign material remain at/around the forceps elevator. The event can be detected/prevented by following the instructions for use which state: all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information received regarding the customer's reported issue and to correct information provided in the initial report. Correction to g3 of the initial medwatch: the date received by manufacturer should be feb. 27, 2022. G3: investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Event description:
Additional information was received regarding the customer's reported issue (the scope was leaking): the reported issue occurred during reprocessing. There was no patient or procedure involvement. It was confirmed the customer performs reprocessing according to the device's instructions for use (IFU), and per training provided. The following steps are performed: pre-cleaning, leak testing, cleaning & brushing with detergent, disinfection and rinsing. After the leak was identified, the customer did not continue with the cleaning, disinfection, and sterilization process, as advised by olympus.